Event description:
Caller reported blood glucose results of 186 mg/dl and 102 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Following completion of a tonsillectomy/adenoidectomy/bilateral myringotomy surgery and awakening from anesthesia, the pt was noted to have a burn inside his mouth, as well a small area of burn on the skin lateral to the oral commissure. Inspection of the disposable monopolar suction coagulator handpiece revealed a 2 mm area of defective insulation.